Event description:
It was reported that the vns pt was experiencing an increase in seizures and the pt's wife stated that she was "not so sure the vns is doing anything." The wife stated the pt was now having seizures on a weekly basis and experienced a severe gran mal seizure in april. Attempts for further info have been unsuccessful to date.